Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Can't find the string....tampon inside [foreign body in reproductive tract]. Burning - vagina [vulvovaginal burning sensation]. Burning - tampon [medical device site pain]. String snapped inside [device breakage]. Can't get to the tampon [complication of device removal]. Case narrative: consumer reported via phone that she had the tampon in for 4 or 5 hours and now cannot find the string. No serious injury occurred.